Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had bowel and bladder issues and had multiple sclerosis (ms). When their ms flared, they would have trouble urinating. They also had spasms in their bladder and, then, couldn't urinate, occurring within the past month prior to the report, confirming it was in (B)(6) 2017. It was noted that their therapy was working really well and they didn't want to make any changes at this time. There were no device issues or further complications reported or anticipated.